Manufacturer narrative:
On 1/14/2020, multiple attempts have been made to obtain further information; however, it has not been made available. If additional information becomes available in the future, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that the patient called to provide her date of explantation of (B)(6) 2019. The healthcare professional found something in the capsule that was white pilled shape on the breast implant during explantation surgery on (B)(6) 2019. The side is unknown. The specimen were sent to pathology to determine if it originated from the patient. Follow up is in progress. Once more information is available, a supplemental report will be submitted. The left breast was ruptured. The right implant was intact. The patient experienced bilateral capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: the patient reported the event via social media reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 600cc and experienced generalized illness symptoms: losing weight, headaches, anxiety, irritability, muscle weakness, vomiting during sleep, diarrhea, changes in menstrual cycles, tiredness, vision problems (blurry vision), fatigue, after exercising wanted to sleep due to being too tired, hard time breathing, upper respiratory problem feeling, blemishes, scars, sores, wounds take long to heal, almost hole wounds on skin, hair issues, scalp issues, sensitivity to light, hands freezing feeling (extreme) and also hot extreme feeling, feet have freezing feeling (extreme) and also hot extreme feeling, breasts feeling really cold, breast feeling really hot, suffocating feeling while sleeping, body hair not growing, head hair are not growing, thyroid is not hyper affective, constipation, brain fog, unable to remember certain things, panic attacks, heart palpitations , skin disorders, spots on the skin. The patient is planning to remove the implants and to keep them sometime in the future. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.